Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil was not found') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("5 cm cyst on ovary causes sharp pain") and ovarian cyst ("cyst in ovaries, 5 cm cyst on ovary"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, device dislocation and ovarian cyst to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media report: ovarian pain and ovarian cyst and essure micro-insert dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event essure micro-insert dislocation updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adnexa uteri pain ("5 cm cyst on ovary causes sharp pain") and ovarian cyst ("cyst in ovaries, 5 cm cyst on ovary"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, medical device removal and ovarian cyst to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media report: ovarian pain and ovarian cyst. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adnexa uteri pain ("5 cm cyst on ovary causes sharp pain") and ovarian cyst ("cyst in ovaries, 5 cm cyst on ovary"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, medical device removal and ovarian cyst to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media report: ovarian pain and ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: incident category updated. New reporters and event ovarian pain and medical device removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.